Manufacturer narrative:
A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime test, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test. No excessive no delivery alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received no delivery alarm. It was found that customer had an MRI with insulin pump attached to her. Customer's blood glucose was 190 mg/dl. Customer was not able to troubleshoot, but was advised that insulin pump would be replaced per her request. No further information provided.